Event description:
It was reported that approximately 28 months after 3 xience stents were implanted in the mid left anterior descending artery and 1 xience stent was implanted in the 1st obtuse marginal artery, the patient was admitted to the hospital with respiratory failure. The patient was treated with medication and also underwent a revascularization procedure in the index target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. There was no reported product deficiency. The stenosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the (IFU) states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure.